Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 7 tubes had tube molding defects causing issues on their instrument. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The evaluation of these photos indicated the presence of collapse. Evacuated, plastic blood collection tubes will collapse if subjected to elevated temperatures (in excess of approximately 55°c). This can happen during the assembly process, when shelf-packs are shrink-wrapped using heat; or post manufacture, during transportation/storage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: collapse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 7 tubes had tube molding defects causing issues on their instrument. There was no health impact or consequences reported.